Event description:
It was reported that before opening the package, the customer found a hair in it. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. One (1) unused sample in its original package was returned for investigation. Complaint was confirmed that a long hair (biological contamination) was found inside the unopened pouches. During investigation, it was observed on a previous complaint actions were taken to reduce possibility of contamination. It was observed that the reported lot in this complaint was manufactured before (17/jul/2020 ) actions described below are considered adequate for this complaint. The most probably root cause is related to missing details to be consider for cleaning verification to ensure properly executed. It was found that this is the 3rd complaint related to foreign material/contamination defect on the reported code: personnel was notified of this complaint on 7-jan-2021 making special emphasis on reported defect and was documented. Unique identifier and protocol # are unknown. No information has been provided to date this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).